Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the distal lcx with no tortuosity, mild calcification and 90% stenosis. The voyager nc balloon catheter ruptured at the second inflation of 12 atms. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a longitudinal rupture in the balloon above the distal marker for a length of 1 mm. There was a scratch on the balloon above the longitudinal rupture for a length of 1 mm. Product performance engineering reviewed the incident information and analysis of the returned product, which was consistent with a rupture while in the patient's anatomy. The balloon was loosely folded. Functional testing revealed a longitudinal rupture above the distal marker for a length of 1 mm, confirming the reported balloon rupture. There was a scratch on the balloon above the rupture for a length of 1mm. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use, and the balloon was able to be successfully inflated during the first inflation. It was reported the patient's anatomy was moderately calcified with 90% stenosis, which could have contributed to the balloon rupture at 12 atms, which is below the rate burst pressure (rbp) of 18 atms. In this case, it is likely that the balloon interacted with the lesion while being advanced and got damaged, and subsequently ruptured during the second inflation. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. This MDR is considered closed by the product performance group.